Manufacturer narrative:
D9/h3 - a portion of the pump cable returned for evaluation. Manufacturer's investigation conclusion: evaluation of the returned pump cable confirmed the accidental mechanical damage that occurred under MFR #: 2916596-2022-16084. The damage to the pump cable allowed for fluid ingress over time that ultimately impacted the sockets of the inline connector, contributing to the reported alarms and pump stop. It was reported that the heartmate 3 left ventricular assist system (lvas), serial number ()b)(6), remains in situ; however, the distal end of the patient¿s pump cable, measuring approximately 19¿ in length was returned for evaluation. The inline connector sockets appeared to have evidence of scorching and fluid ingress. An electrical continuity test of the returned pump cable, in the condition that it was received, was conducted and continuity issues were found with the brown, black, and green wires. The outer jacket and inline connecter bend relief were removed, and examination of the underlying armor layer revealed evidence of fluid ingress. The armor layer was removed, and the underlying polymer layer was discolored brown distally. The polymer layer was removed and examination of the underlying wires revealed damaged brown, black, and green wires approximately 18.5¿ from the inline connector. The wires were then stripped near the inline connector and in the area of the terminus of the removed bend relief to examine the underlying conductors, and evidence of debris and fluid ingress were noted along the black, brown, and green wires. The fluid ingress observed via examination of the wire conductors is consistent with the ingress within the inline connector and scorch marks seen within the sockets, as well as the confirmed driveline power / communication faults and pump stop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU provides an explanation of pump parameters. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power and communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2024-01368 and 2916596-2024-01322. Additional information reported that on (B)(6) 2023, the pump stopped and the patient had a right heart catheterization performed. On (B)(6) 2023, the pump was decommissioned, the outflow graft was tied, and the driveline was removed. The patient was stable and would await a heart transplant.

Event description:
It was reported that the patient's modular cable was damaged and only had one working power conductor and one working communication conductor remaining. They had a low speed hazard alarm with low flows until the flow reached zero.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.